Event description:
It was reported that (B)(6) 2025, the physician performed a PICC line insertion procedure as ordered. After observing blood return during the puncture, a guidewire was advanced but could not be advanced further. Attempts to withdraw the guidewire were unsuccessful. After several adjustments, the guidewire was finally withdrawn. It was found that the guidewire had begun to separate 1mm from its tip and was unusable. A new central venous catheter guidewire was opened from its sterile packaging. A new puncture was performed, and the catheter was successfully placed. A mild hematoma was observed at the puncture site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.